Manufacturer narrative:
Update 04/04/2020: lot number, product implantation date, and implanting physician information was provided by the endovascular rep via email on 04apr2020. Therefore, the emdr was updated to include the new information.

Event description:
"Patient presented in dr. (B)(6) office with recent CT of chest. At closer inspection it was noted that an aneurysm proximal to the graft had developed and expanded distally causing an endoleak. It is believed the graft was originally placed by dr. (B)(6) 3-4 years ago at (B)(6) hospital. I do not have the implant data therefore, cannot locate the lot number of the device. Update 04/04/2020: lot number, product implantation date, and implanting physician information was provided by the endovascular rep via email on 04apr2020." Patient outcome: "the patient is being evaluated for a possible fix, however, at 88 years of age and being in frail condition the options are limited, so thinks the physician."

Event description:
"Patient presented in dr. (B)(6) office with recent CT of chest. At closer inspection it was noted that an aneurysm proximal to the graft had developed and expanded distally causing an endoleak. It is believed the graft was originally placed by dr. (B)(6) 3-4 years ago at arizona heart hospital. I do not have the implant data therefore, cannot locate the lot number of the device." Patient outcome: "the patient is being evaluated for a possible fix, however, at (B)(6) years of age and being in frail condition the options are limited, so thinks the physician."